Event description:
Information received by medtronic indicated that the insulin pump had crack on the back side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown, retainer ring=black. The insulin pump was returned for cosmetic damage located at the back of pump battery side(crack) found on (B)(6), 2021. Insulin pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor / motor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Flashing medtronic logo due to severe moisture damage on the electronic assembly.